Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on a patient. The result provided were: on (B)(6) 2025, patient 2: sid (B)(6), 55yrs old male: initial=0.089 ng/ml (reference range=0.0 to 0.026 ng/ml) /repeated sid (B)(6), on poct=< 0.010 ng/ml (reference range=0.0 to 0.23 ng/ml). Additional information provided: myoglobin sid (B)(6)=54.0 ng/ml; ck-mb=2.1 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Additional information provided: b5 - describe event or problem: /repeated sid (B)(6) on poct=< 0.010 ng/ml (reference range=0.0 to 0.23 ng/ml). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat high sensitive troponin-I reagent, lot 71321ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. An increase in complaint activity has been observed for the reagent lot number 71321ud01, however, accuracy testing was completed for lots 73121ud01 using panels which mimic patient samples using in-house retained kits stored at the recommended storage condition. Testing indicates both lots are performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lots 71321ud01 and complaint issue. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lots 71321ud01 was identified.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on a patient. The result provided were: on (B)(6) 2025 patient 2: sid (B)(6) 55yrs old male: initial=0.089 ng/ml (reference range=0.0 to 0.026 ng/ml) /repeated sid 14984=< 0.010 ng/ml (reference range=0.0 to 0.23 ng/ml). Additional information provided: myoglobin sid 14984=54.0 ng/ml; ck-mb=2.1 ng/ml there was no reported impact to patient management.